Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter alleged that they received multiple loss of prime alarms over the past couple days. It was noted that the pump history showed an empty cartridge alarm on (B)(6) 2013 at 1:08 am. Reportedly, the cartridge was changed and, after priming the pump, the pump continued to emit loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.